Manufacturer narrative:
(B)(4). The product was returned with the complaint for review. Photo and visual inspections revealed the stem was found to have polyethylene bag residue adhered on its surface. The device was reported to be a cpt size 5 ext stem which was verified to be from a lot manufactured in aug 2012 and packaged in a polyethylene bag. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Upon opening the implant, the polyethylene wrap which the cpt stem was packaged in was noted as adhered or "melted" to the polished surface of the implant.